Manufacturer narrative:
The pump passed functional testing. The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms were noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm and off no power alarm. Customer's blood glucose was unknown. Device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.